Manufacturer narrative:
H10: no d1000 product samples, videos, or photographs were returned for investigation. The device history review for lot 2958834 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Additional information in d10.

Manufacturer narrative:
It is unknown if the device is available for evaluation. As additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that on arrival to dialysis, the dressing protecting the distal end of the hemodialysis catheter was soaked with coagulated blood. There are two (2) tego devices involved. There was no active leaking after removal of the dressing, and no macroscopic cracks visualized on the tego or the central catheter. There was patient involvement, but no report of harm. The device was changed out with no further problems encountered. This is to capture the first of two devices.